Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the wall adapter would not charge the pump battery. Customer's blood glucose was 280 mg/dl. Reportedly, the customer used a replacement wall adapter and the battery began to charge.